Manufacturer narrative:
H3: product analysis of suspect product in under way.

Event description:
Additional information received. The suspected device was received by the manufacturer. Product analysis has not been completed to date. No other relevant information has been received to date.

Manufacturer narrative:
D4 lot number: initial report inadvertently did not list lot not. 40535c should have been added.

Event description:
Additional information received. Product analysis was reviewed. It was found that only a portion of the lead was returned, with the electrode array and tie-downs missing. Setscrew marks confirmed that proper electrical contact had existed at least once. A marked coil break and break mate were identified, with wear-related abrasions at the fracture site. Dried bodily fluid remnants were found inside the tubing, likely entering through the abraded openings or cut ends. Aside from the identified coil break, no additional discontinuities were detected in the returned portion. Because the full lead body was not returned, analysis of the missing portion could not be performed. Product analysis of the generator showed that the high impedance of 22245ohms was seen on (B)(6) 2025. No other relevant information has been received to date.

Event description:
It was reported that the patient was scheduled for battery replacement due to near end of service. In pre-op impedance was reading normally. However, during surgery, the impedance was seen to be over 10000 ohms. The surgeon decided to keep everything implanted and disabled the patient's device. The high impedance was not seen until the surgeon opened up the patient. No device was reimplanted since it was a dual pin. It was noted that they were unsure in the surgery itself cause the fracture. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was later reported that the patient underwent full revision. The explanted device is being returned to the manufacturers but has not been received to date. No other relevant information has been received to date.